Event description:
The customer reported that he had been experiencing high blood glucose levels over a few weeks leading up to the call. The customer stated that the insulin pump was unable to reduce his blood sugar levels, and that he had to treat with manual injections. The customer reported recently having a blood glucose level of 400 mg/dl and a blood glucose level of 38 mg/dl earlier in the day of the call. The customer stated that he had high ketones as well. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.